Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Technical support was contacted and it was reported that hardware reset with a loss of therapy was noted on the device.

Event description:
Additional information received that device settings were restored to resolve the event. The patient was stable with no consequences.